Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the lot number of the device is unknown. The root cause classification could not be determined.

Event description:
It was reported that during an ischemic left ventricular tachycardia ablation procedure, the atrioventricular (av) node was ablated requiring additional intervention. After ablating the high septum using the therapy cool flex ablation catheter area for six seconds there was no his bundle spike noted and the physician realized the av node was blocked. The patient was scheduled to have an implantable cardioverter defibrillator implanted the following day.